Event description:
It was reported that, during a photoselective vaporization of the prostate procedure to treat benign prostatic hyperplasia, the fiber began forward firing after 594,483 joules and 1 hour 43 minutes of use. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the fiber tip identified a distal circumferential fracture. Two fiber cards were returned, one of which likely belongs to the fiber used to complete the case. Both fiber cards indicated that fibers were not expired, both were recognized by the console and were fired. The fiber was functionally tested with the hene (helium-neon) laser fixture and the testing identified light visualization of fiber body. The forward firing test for this device resulted in an output which was below the threshold for potential patient harm. The glass cap exhibited severe devitrification at the output window, and the metal cap exhibited moderate debris adhesion on its surface, indicative of tissue contact. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing due to the rate was below the threshold for potential patient harm.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure to treat benign prostatic hyperplasia, the fiber began forward firing after 594,483 joules and 1 hour 43 minutes of use. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that, during a photoreactive vaporization of the prostate procedure to treat benign prostatic hyperplasia, the fiber began forward firing after 594,483 joules and 1 hour 43 minutes of use. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.